Event description:
A customer reported experiencing cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump to the customer, alongside detailed instructions for returning the faulty pump and using the new one. The customer was advised to use a backup insulin pump to ensure continuous insulin delivery and was informed that the replacement would have updated software.